Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by customer's mother that there was a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 56 mg/dl. Customer had fallen out of bed and found unresponsive. Nothing further reported.